Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 37 mg/dl. Customer¿s blood glucose level at the time of incident 290 mg/dl. Customer was mentioned other blood glucose level such as up to 140 mg/dl. The customer also reported insulin pump had no delivery. The customer reported that event was resolved by infusion set change. The insulin pump will be returned for analysis.